Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was discovered that there were noise reversion episodes present on the right ventricular lead. An upgrade procedure for the pulse generator was performed and the lead was capped and replaced on (B)(6) 2019. The patient was stable during and post procedure.